Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. During the investigation it was noted that review of the device's log file showed defib/pacer self-test failure and defib failure entries. The report of the defib self-test failure could not be duplicated during evaluation. Although the reported issue could not be reproduced during evaluation, the processor/bridge/pace board was replaced to reduce the likelihood of recurrence. As a result, the investigation is closed as observed in device data. No emerging trend based on similar reports.